Manufacturer narrative:
(B)(4). An open clamp on an used lines is a known cause of a system error 2240. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during dwell 3 of 4. The home patient (hp) stated that there was a clamp open on an unused line and it was not capped. The technical service representative had the hp cycle the power to clear the alarms. The hp would complete therapy with manual exchanges. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.